Event description:
It was reported that during a scheduled in-clinic follow-up, the asymptomatic patient's notifier did not appear to be working. During interrogation, repeated tests revealed the vibratory notifier could not be heard or felt. The patient was stable before, during and after device interrogation and will continue to be monitored.